Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that an alert for threshold greater than the programmed amplitude or suspended was detected on this right atrial lead. An attempt to obtain additional information was unsuccessful. This lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. It is not clear if there was a lead revision done.